Manufacturer narrative:
The device was not returned for evaluation. The batch review was performed for both lots and there were no issues found. Possible lot numbers 3804725 (device MFR date 01-oct-2018; expiry date 01-oct-2023) and 3829299 (device MFR date 01-nov-2018; expiry date 01-nov-2023).

Event description:
The customer reported once an extension set smallbore c/2 microclave is placed in the IV catheter, an outflow of the infusion is observed between the connection zone of the set and the catheter. This occurred after the start of perfusion. The set was replaced to continue the perfusion. The medication involved in the event was cytotoxic. There was a fifteen minute delay in therapy due to the leak, but no human was harmed and no medical intervention was necessary.